Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. This reported condition was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter quality engineering review of the event history on july 28, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of depleted battery was not confirmed; therefore, assignable cause cannot be determined. This device is a stay-in unit and will not be repaired at this time. (B)(4).